Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began last week. Patient had one bar left on the recharger then their implant quit charging. Agent reviewed information. Patient's recharger was not recharging. During the call there were no damages on the desktop charger or connector pin. Patient plugged the desktop charger into the recharger and the recharger started charging and the one bar was flashing. Patient got escalated and mentioned their implant was 'dead' and their implant would have to be rebooted. Agent reviewed over discharge information. Patient also needed an MRI. Agent reviewed with patient to charge the recharger first then to charge the implant, otherwise the recharger would deplete if patient tried to charge their implant now. Patient was very rude and escalated. Agent advised patient to call back if they still could not charge the recharger or had issues charging their implant.